Event description:
This procedure is part of the (B)(4) trial. The index procedure was performed on (B)(6), 2010, and the patient was sent home on (B)(6), 2010. On (B)(6), 2010, the patient reported left lower leg pain. Testing showed a pseudo aneurysm at popliteal artery. A stent was placed, followed by pta. Pain was resolved and the patient was discharged on (B)(6), 2010.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.